Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported difficult to remove (entanglement) appears to be due to procedural condition. The reported unintended movement appears to be due to use technique. The reported clip caught on chordae was a result of the unintended movement. The mitral valve tissue damage and foreign body in patient appear to be due to reported clip caught on chordae. The reported mitral regurgitation (mr) was a cascading event of reported tissue damage. A definitive cause for the reported mitral stenosis could not be determined. The reported patient effect of tissue damage, mitral stenosis, mitral regurgitation and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis, unchanged mitral regurgitation (mr), tissue damage, foreign body in patient and entrapment of the device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One ntr clip delivery system (cds) was advanced and successfully deployed between a2/p2 and a3/p3, reducing mr to a grade of 2+. To further reduce mr, an additional ntr cds was advanced and grasping was performed lateral of the implanted clip. However, when the leaflets were grasping, the mean pressure gradient increased to 9mmhg. The leaflets were release and the clip was attempted to be moved more lateral. However, when attempting to move, the physician didn¿t lower the clip below the valve; therefore, the anterior leaflet became caught on one of the grippers. To remove the clip from the leaflet, the clip was attempted to be moved posterior. The clip was freed from the leaflet but ended up getting caught on the implanted clip. To detach the second clip from the implanted clip, a lot of m-knob was applied. It was noted that a lot of tension was being applied to the clip; therefore, when the second clip detached from the first clip, it jumped into the chordae at a1/p1. It was noted that there were no irregular movement from the cds, and the clip jumping was caused by the excess tension when attempting to release from the first clip. It was noted that no damage occurred to the implanted clip. The clip then became stuck in the chordae and caused damage. The clip as unable to be removed from the chordae; therefore, the decision was made to implant the clip. Due to the chordae damage, mr returned to 4+. The mean pressure gradient also increased to 7mmhg. The physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.